Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The other device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that while performing coronary angioplasty with the 2.75x38 mm xience sierra stent in the moderately calcified, mildly tortuous right coronary artery, a long distal edge dissection occurred. The physician used a 2.75x28 mm xience sierra as treatment; however, the dissection continued. A third stent, size 2.75x15 mm xience sierra, was implanted to treat the dissection and completed the procedure. There were no adverse patient sequelae. No additional information was provided.